Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1kq0v, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Infection due to cellulitis. Device was explanted completely. The device was discarded and would not be replaced. The issue was resolved at the time of the report. There were no further symptoms or complications reported or anticipated.